Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the surgeon prepared to shoot and trigger was released but the charge did not fire. The surgeon kept trying to no avail.